Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, a e360 ventilator's display went black. Ventilation was not interrupted. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of the event. The ventilator was evaluated by a medtronic field service engineer (fse) and the issue was not duplicated.